Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate shocks were observed due to noise on the ventricular channel during follow-up in clinic. Isometric testing did not reproduce the noise. It was noted that the episodes occurred when the patient was performing physical exercises. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient received inappropriate atp therapy due to noise. Noise was not reproducible with pocket manipulation. Programming changes were made. The patient was fine and will be monitored remotely.